Event description:
It was reported that the programmer generated an error message. The 2090 service diskette will be run to see if that clears the error. No patient complications have been reported as a result of this event. It was further reported that the 2090 service diskette did clear the error.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.